Event description:
Originally reported to (B)(6), patient self tester reports protime inr results inconsistent vs lab inr. Patient therapeutic rang 3.0 - 4.0 inr. On (B)(6) 2009, protime inr 2.7 vs lab inr 3.6. On (B)(6) 2009, protime inr 3.6 vs lab inr 4.8. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer's method, results, conclusions - manufacturer evaluation/investigation pending product return.